Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that after receiving a replacement battery cap, the low battery alert still occurred. The batteries were lasting 4 days. The alert happened during normal use. The customer's blood glucose level was 207 mg/dl. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test and off no power test. No unexpected low battery alarm noted and no weak battery alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.